Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy on 9/18/98. It was reported the pt returned to the hosp and was readmitted. It was reported the clips came off and it was found she was leaking bile into the peritoneum. The pt was sent to x-ray for a sphincterotomy, insert a stent and drain, which will remain for approx 3 months. It was reported the clips came off. No other info is known at this time. Add'l info: contacted md concerning the incident that was reported; md stated that he "has performed hundreds of these procedures and has never, never had a problem until I converted over to the ethicon product"; he further stated that during the procedure of the pt's readmission, he found that "the clip had migrated off into left field...the thing just fell off!"